Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found leakage from the bd q-syte¿ luer access split-septum device. Found during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of this batch. The returned sample was inspected and it was observed to have damage (tear) on the septum top disk/slit. Unfortunately we were unable to duplicate and confirm your reported issue. There were no indications that the reported issue resulted from the manufacturing process. We appreciate you taking the time to bring this observation to our attention and we regret any inconveniences this incident may have caused you and your facility. The corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Complaint: leakage. Customer verbatim: nurse found liquid leaked from q-syte. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This investigation is classified as MDR. Findings: DHR review was performed on the sub-assembly material 8001498 lot number 6188850 and 6188852. Lot 6188850: a total of (B)(4) units were built on qfa line 3 starting on july 10, 2016 through july 12, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Lot 6188852: a total of (B)(4) units were built on qfa line 4 starting on july 8, 2016 through july 10, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: DHR review was performed. Findings: qn (B)(4) was initiated for ¿low torque¿ (could be related to failure). Qn (B)(4) was initiated for ¿mixed septum cavity¿ (not related). Reason: the peura is required for all MDR reportable investigations. Findings: visual analysis: observations and testing: received one used q-syte unit within an open package. Visual/microscopic evaluation: the septum was molded using the 16 cavity mold: damage (tear) was observed on the septum top disk/slit. No column damage was observed on any of the sides of the column. Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on either the actuated or the unactuated positions. Bottom septum evaluation: the unit was disassembled for evaluation of the septum bottom disk. The slit was centered and no damage was observed. Test description: method no, results. Visual/microscopic: n/a , see observations and testing. Water leak test: mm-110, see observations and testing. Column tear assessment: vtp-31, see observations and testing. Bottom septum evaluation: n/a, see observations and testing. Slit location and dimensions: qcpa-13, see observations and testing. Investigation samples(s) meet manufacturing specifications: no. A small tear was observed on the slit of the top septum disk. Conclusions: the defect of leakage could not be confirmed during the performance of the water-leak test. Did the evaluation confirm the customer¿s experience with the bd product? No. The customer¿s experience could not be confirmed. Were we able to reproduce the customer's experience with the bd product? No. The defect of leakage experienced by the customer could not be reproduced in the laboratory environment. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause. Relationship of device to the reported incident: indeterminate. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated. A definite source that contributed to the slit tear (top disk) could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.